Event description:
This report is being filed to provide product analysis results.

Manufacturer narrative:
Patient code 3191 was being used to capture the prolonged procedure. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, placement difficulty, noise, and oversensing were observed. This resulted in a prolonged procedure and a new lead was required. No additional adverse patient effects were reported.